Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
Patient initially implanted with bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. Upon follow up, angiogram and computed tomography (CT) showed left limb occlusion, patient also experiencing discomfort. Physician attempted to implant a limb extension and was unable to gain access. Physician elected to complete a fem-fem bypass to resolve the issue. Patient is in stable condition.